Manufacturer narrative:
Additional information: the patient¿s admission on (B)(6) 2016 referenced in the medwatch report was reported under medwatch MFR. Report # 2916596-2016-01302. The patient remains ongoing on pump support and no equipment has been returned for evaluation. The manufacturer¿s evaluation of the submitted log file confirmed a total loss of power to the system controller resulting in a pump stoppage event and the reported alarms where the pump speed, pump power, and estimated pump flow values were recorded at 0. This line of data showed that a time stamp reset to 0 days, 0 minutes, and 0 seconds occurred, indicating a complete loss of power to the system controller. It appeared that the patient was operating on the power module prior to the loss of power. Pump power was restored approximately 13.5 hours prior to the log file being saved. Following the pump stoppage event and restoration of power to the system, the pump immediately ramped back up to the fixed speed with baseline parameters. The log file data contained no atypical events or alarms prior to or following the total loss of power / pump stoppage event. The evaluation could not determine how long the system was without power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel on (B)(6) 2016 stating the patient presented to the emergency department on (B)(6) 2016 with complaint of epistaxis, lightheadedness, generalized malaise, fatigue, chest pain, headache, fever, chills, and vomiting. As of (B)(6) 2016, no further clock reset events have been observed.

Manufacturer narrative:
Approximate age of device ¿ 5 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a clock reset event indicating a complete loss of power to the pump was observed upon interrogation of the system controller, followed by a low speed advisory alarm, and a low flow alarm. A second low speed advisory and low flow alarm occurred. The patient was reportedly in the emergency department at the time of the event and was asymptomatic. Review of the log file by the manufacturer's technical services representative revealed a total loss of power to the system controller while the patient was connected to the power module causing the pump to stop. The length of time that the pump was off was unable to be determined. Further information was requested but not provided.